Event description:
It was reported that a patient underwent revision surgery to address an everest polyaxial screw that loosened post-operatively.

Event description:
It was reported that a patient underwent revision surgery to address an everest polyaxial screw that loosened post-operatively.